Manufacturer narrative:
The issue occurred early (B)(6) 2020.

Event description:
Information was received indicating that during the use of a smiths medical cadd cassette reservoir and a smith medical cadd extension set, it was noticed that medical fluid was leaking from the connection part. There was no patient injury.

Manufacturer narrative:
Other, other text: a picture and the sample were both returned for analysis. The picture showed a yellow connector and no discrepancy could be seen. Upon visual inspection of the sample, no issues could be seen. During functional testing, no discrepancies could be detected during leak tests. The complaint was never able to be confirmed. Bring the attention to the specific mitigations revised related to the failure, initiating with that current process control were reviewed on pfmea rmp-1009 ?risk management plan for cassette reservoir? Rev. 100 in order to ensure that production line are complied with that, see following steps: in ?bag stuffing/loading into housing? Production personnel performed a 100% visual inspection to ensure the fixture does not have sharp edges and assure parts shall not be damaged. Leak testing are performed according pm-1011 to ensure no leakages in ay bag. Detection: these are the current mitigations established in process related with the under leaking issue: production performs 100% visual inspection to assure that the parts shall not be damaged including scratches) or distorted/warped. Production performs 100% leak test per pm-1011 and av-0142 to assure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Per qp 67-2265 rev.116 quality sample 15 units at an interval of two (2) hours + or - 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function no root cause could be determined since the complaint was not confirmed due to the fact no leakages were detected in samples received.